Manufacturer narrative:
This report is filed, may 10, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient did not perceive benefit and experienced poor sound quality with device use resulting in the decision to explant the device. On (B)(6) 2016 the device was explanted; during the same surgery, the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, may 10, 2016.